Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (0m0009nl7w) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
An error message issue was reported with the freestyle libre sensor. The customer obtained a "scan again in 10 minutes" message and was unable to obtain glucose scans before experiencing a loss of consciousness. The customer was taken to the hospital where they were diagnosed with hyperglycemia and treated with "slide and scale" and intravenous glucose. Please note that the treatment of glucose is inconsistent with the diagnosis reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The exact date of event is unknown. The date entered is based on the customer's report of "a week and a half ago from (B)(6) 2021". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the freestyle libre sensor. The customer obtained a "scan again in 10 minutes" message and was unable to obtain glucose scans before experiencing a loss of consciousness. The customer was taken to the hospital where they were diagnosed with hyperglycemia and treated with "slide and scale" and intravenous glucose. Please note that the treatment of glucose is inconsistent with the diagnosis reported. There was no report of death or permanent impairment associated with this event.